Event description:
Patient's mother indicated patient was hospitalized due to dka.

Manufacturer narrative:
During troubleshooting with patient's mother, she indicated she believes the cause of the hospitalization is due to patient's diet and patient not bolusing when eating carbs.